Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 260 mg/dl.